Event description:
It was reported that a patient paused the ilet pump in the evening and forgot to resume it until the following morning, which led the trainer to initially suspect a pause, insulin depletion, or an occlusion. Symptoms included concern for possible hyperglycemia, and the patient planned to check ketones, though no blood glucose values were provided. Outcomes included no hospitalization and the patient reported feeling fine after resuming the pump. Investigation included a review of device status and patient follow-up by the trainer. Investigation of this case revealed user-initiated pump pause with prolonged suspension of insulin delivery, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to limited data and user-related interruption of therapy. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.